Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 116" and "bridge test failed" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.